Event description:
It was reported by a pt that she underwent a total left hip replacement on (B) (6) 2010, using a stryker navigation system. The pt claims that the stryker navigation system malfunctioned allegedly resulting in 1 to 2 centimeters of added length to the left leg. The pt stated that she underwent a revision surgery on (B) (6) 2010, to successfully correct the leg length discrepancy. To date, no complaint regarding the reported equipment malfunction has been received from the surgeon or the medical facility.

Manufacturer narrative:
The device was not returned to the MFR. After discussions with the facility, a field service tech and a mfg engineer will visit the site to investigate the device. When the investigation is complete, a f/u report will be filed.